Event description:
Customer reported that the insulin pump display screen was distorted and he could not read anything. He stated that he had dropped it on a cement floor. The blood glucose reading was 298 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with severely cracked and bleeding liquid crystal display glass. Unable to verify missing segments or partial display anomaly due to physical damage to the liquid crystal display. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.